Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level of 530 mg/dl. Blood glucose level at the time of the call was 425 mg/dl and has gone down to 353 mg/dl. Customer declined troubleshooting and wanted the device replaced due to not delivering insulin properly. The reservoir is not expected to return.